Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the service and repair department documented that the reduction forceps with points broad-ratchet stopped holding during an ankle fracture surgery. Reportedly, they were able to use different clamps with no delay in the surgery. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: service history review: lot a7pa29/5298290: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was not holding. The repair technician reported the points were out of alignment. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A product development evaluation was completed: one part 398.41 was received intact. The tips of the device are not dull but they are bent. Slight discoloration is present top and bottom body at the pivot point. Ratcheting teeth are worn but still functional. The returned device shows light use during its approx. 8 year lifespan. The holding tips of the device are in good condition, though they are slightly bent off center. Ratcheting teeth are worn, but functional. Complaint is confirmed, and most likely due to wear over the life of the instrument. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device(s) are additional instruments used during numerous procedures to reduce fractures prior to fixation and proper use and maintenance are addressed in the technique guides. The returned device is multi use and is used for reducing fractures prior to fixating fractures with plates and screws. The complaint condition of will not hold is confirmed and the design of the device did not contribute to the complaint. This complaint condition is possibly a result of method of use or wear and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.